Event description:
Additional information received from the consumer reported that they did not remember changing anything. The manufacturer representative (rep) suggested that the symptoms may just have been their body getting used to the device. Thing settled down but they had several small episodes in three days. The patient was wondering if nerves or stress play a factor in this.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va10cbw, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy. She noticed her bowel symptoms were coming back; she was implanted on (B)(6) 2015. The patient was able to sync and she saw the lightning bolt. She was at 1.4v. She increased stim and felt stim was too strong so she decreased it back down to 1.4v. Additional information from the consumer reported she started to have accidents again. She met with her follow up health care professional in (B)(6) 2015. The stim sensation went away so she increased it and it was sometimes uncomfortable so she had to lower it. The patient was indicated for bowel dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Further follow up is being conducted for the cause/ resolution of the event. If additional information is received, a follow up report will be sent.